Manufacturer narrative:
The device has been returned. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025 a patient presented with grade 4 functional mitral regurgitation (mr), a short posterior leaflet and mitral annular calcification (mac) for a mitraclip procedure. A mitraclip ntw was placed slightly lateral to the anterior2/posterior2 leaflets. A mitraclip nt was attempted n the medial side but interfered with sub valvular tissue. Troubleshooting was performed successfully and the clip was able to be removed from the tissue. When attempting to grasp the valve, the gripper on the posterior leaflet would not descend. While attempting to remove the clip, it would not close more than approximately 60 degrees. The clip was retracted into the sgc and both the clip and the sgc was removed. There were no adverse patient effects or clinically significant delays.

Manufacturer narrative:
All available information was investigated, and the reported inability to close clip was not confirmed. Additionally, one gripper line was observed to be broken ad a gripper arm was observed to be bent. The reported difficult positioning in anatomy and difficult imaging could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported clip close inability, difficult imaging, observed broken gripper line and bent gripper arm were unable to be determined. The reported difficult positioning in anatomy associated with the clip being caught in the tissue was due to procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.